Event description:
A customer observed unexpected, biased low, quality control results using vitros immunodiagnostics product tropl es reagent lot 200. This assay was run on a vitros eciq immunodiagnostic system. No there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
The user called ocd and indicated that all three levels of trop I qc fluids shifted low in 2008. The user follows the qc fluid instructions for use for fluid handling. The eciq was generating reagent metering errors at the time the qc shift occurred. Ocd service was dispatched to the site and repaired the reagent metering pump and made additional adjustments returning the instrument to expected operation. Investigation into this event concludes that the root cause was instrument related and resolved with repairs to the device.